Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips the device displayed a red x in the "ready for use" indicator (rfu) and showed an ECG equipment malfunction message. There was no patient involvement.